Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with a cracked display became nonfunctional because the touchscreen would not allow navigation or selection, and the user arranged for a replacement ilet to be shipped. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use of the user¿s dexcom cgm with a phone or receiver until the replacement arrived. Investigation included review of the complaint details and coordination for device return and data synchronization prior to shutdown. Investigation of this case revealed a damaged display component resulting in impaired screen visibility and loss of user interface function, consistent with a device display/control problem. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen.